Manufacturer narrative:
On 10 february 2016, it was prepared a final report with the information already submitted in the initial report. On 23 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 153128: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
Patient was having a primary hip surgery. During the surgery the surgeon noticed that the patient had a fracture of the greater trochanter. The surgeon felt the fracture would heal on it's own and the patient was fine. The surgery was completed successfully. There are no explants. There are no x-rays.